Manufacturer narrative:
The customer contacted the olympus technical assistance support (tac) and troubleshooting was performed. Tac had the customer to swap the monitor with another one and the issue was resolved. Tac also advised the customer to try reseating the cables on the original monitor and after doing so the monitor turned on. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the monitor, would not turn on. There were no reports of patient harm associated with the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined due to the device was not returned to olympus for evaluation. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.